Event description:
It was reported that the ventilator prompted that the near end proximal pressure tube was disconnected. No patient involvement. The investigation is ongoing.

Manufacturer narrative:
The customer reported that the end pressure pipe was disconnected. The key market reported that the proximal pressure tube was reconnected to resolve the issue. It has been concluded that no further action is required at this time.